Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during preparation, when the stent was removed from the stylet, it dislodged and remained in the protective sheath. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary. Quality assurance analysis revealed that the stent delivery system (sds) was returned with no blood visible. There was no contrast visible. There was fluid in the balloon and inflation lumen. The stent implant was located on the stylet covered by an orange protective sheath. There was no damage noted to the stent implant. There were crimp marks on the balloon and between the markers. The balloon was loosely folded. There were two bends in the hypotube, 27 cm and 31 cm distal to the strain relief tubing. There was no other damage noted to the sds. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant outer diameter met manufacturing criteria. Product performance engineering reviewed the incident information and the analysis of the returned rx vision sds. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, or improper or inadequate crimping at the time of manufacture. The sds was returned with the stent implant located on the stylet and in the orange protective sheath. The analysis revealed that there were crimp marks present on the balloon between the markers, indicating that the stent implant had been initially positioned correctly and securely at the time of manufacture. In addition, there was fluid visible in the inflation lumen and the balloon, which was loosely folded. All of which suggests, that at some point, positive pressure may have been applied to the system, forcing the balloon to slightly expand and thus, partially deploying the stent. This would also cause the stent to become loose, facilitating stent dislodgment during removal of the protective sheath. Furthermore, dimensional analysis of the device confirmed that the outer diameters of the stent implant and inner diameter of the protective sheath both met manufacturing criteria. Also noted during the analysis were two bends in the hypotube, distal to the strain relief tubing; however, no damage was observed during product inspection prior to use, suggesting that they may have occurred during or after the procedure or possibly as a result of packaging and shipment to abbott vascular for analysis. The release testing data verified that samples from this lot all passed testing for stent orientation, stent placement, crimped stent outer diameter, and stent movement, indicating the units had an adequate crimp at the time of manufacture. Based on the information received with the complaint and the device analysis, the subsequent stent dislodgement appears to be related to operational context of the device. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.